Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: double capsule: unable to observe since it is not related to the device. Hematoma: unable to observe since it is not related to the device. Use error: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. Anxiety-product-procedure: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Malposition: unable to observe since it is not related to the device. Additional observations: deformation is observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "really firm and hard, hematoma, double capsule," and "back of implant was stuck to the chest wall, it looked like it tore away from wall." Healthcare professional later reported "discovered a small amount of brownish dark red type of fluid within the pocket or capsule that was aspirated". The device has been explanted. This relates to the left side.

Event description:
Healthcare professional reported "really firm and hard, hematoma, double capsule," and "back of implant was stuck to the chest wall, it looked like it tore away from wall." Healthcare professional later reported "discovered a small amount of brownish dark red type of fluid within the pocket or capsule that was aspirated". The device has been explanted. This relates to the left side.

Manufacturer narrative:
Continued: h.6. F2203 a review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.